Event description:
A report was received that the patient felt a shocking sensation at the battery site every time the stimulator was on. The patient had a history of several non-device related falls. The physician believed the shocking sensation was device related. The patient will undergo a revision of the battery to determine if leads or extensions came loose.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial / lot #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The possibility that electrical leakage could cause a shocking sensation/pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing a shocking sensation/pain at the pocket site was not duplicated or confirmed. The ipg exhibits normal characteristics.

Event description:
A report was received that the patient felt a shocking sensation at the battery site every time the stimulator was on. The patient had a history of several non-device related falls. The physician believed the shocking sensation was device related. The patient will undergo a revision of the battery to determine if leads or extensions came loose.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced. The patient was doing well post-operatively.

Event description:
A report was received that the patient felt a shocking sensation at the battery site every time the stimulator was on. The patient had a history of several non-device related falls. The physician believed the shocking sensation was device related. The patient will undergo a revision of the battery to determine if leads or extensions came loose.